Manufacturer narrative:
After further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. The original information stated that, during a tka, it was noticed that there was no fluid in the vile that was meant to mix with the powder. The file was not open but was empty. The procedure was completed with a competitor product without delay. No patient injury or other complications were reported. However, after further clarification and information received, it was determined that the issue does not meet the criteria to be reportable nor to be a valid product complaint for smith+nephew, since the legal manufacturer of the device involved (rally hv ab all in one system 70g EU) is tecres and not smith+nephew. A complaint notification was sent to the legal manufacturer concerning this complaint requesting evaluation.

Event description:
It was reported that, during a tka was noticed there was no fluid in the vile that was meant to mix with the powder. The file was not open but was empty. The procedure was completed with a competitor product without delay. No patient injury or other complications were reported.